Event description:
It was reported that during a da vinci si hemicolectomy procedure, after sealing and cutting the patient's right colic artery using the endowrist one vessel sealer instrument, after the surgeon opened the jaws on the instrument, he observed that the patient's vessel was not sealed. The patient bled from both of the cut ends and the surgeon made 3 to 4 additional attempts to seal the affected vessel; however, his attempts were unsuccessful. The surgeon made the decision to convert the planned surgical procedure to an open procedure to control the bleeding experienced by the patient and to complete the planned surgical procedure.

Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint and was present during the surgical procedure. The csr indicated that the instrument was inspected prior to use and there were no issues noted. There was no indication that the vessel was not sealed, as audible tones were noted to have occurred while the surgeon was activating cautery energy and after the sealing cycle was completed. The csr indicated that the surgeon was able to control the patient's bleeding using two traditional laparoscopic grasper instruments. The patient lost 500ml of blood. On (B)(4) 2013, isi contacted the surgeon who performed the surgical procedure. The surgeon indicated that there was no indication to him that the patient's right colic artery was not sealed, since he observed tissue being cauterized as he activated cautery energy. Audible tones from the electrosurgical generator were also noted during the cautery and cut cycles. After opening the jaws on the instrument he observed that the patient's vessel was partially sealed. The surgeon indicated that the patient's right colic artery was 3mm in diameter, did not exhibit calcification and was found to be normal. The surgeon indicated that after controlling the patient's bleeding, he undocked the da vinci surgical system and performed an open laparotomy to complete the planned surgical procedure. Per the surgeon, the patient tolerated the open procedure perfectly fine and did not require a blood transfusion. The patient was discharged to a nursing home facility 5 days post-op. The patient's hospitalization was extended for 1 day. The surgeon indicated that it is his belief that the patient's vessel was not properly sealed due to the instrument was defective. The surgeon also indicated that the patient returned to the hospital on (B)(6) 2013, due to experiencing abdominal pain. Per the surgeon, the patient developed a wound infection in the laparotomy incision. The patient is currently being treated with antibiotics. This complaint is being reported due to the following conclusion: the planned surgical procedure was converted to open to control bleeding experienced by the patient, after the surgeon cut the patient's vessel that was not completely sealed during use of the endowrist one vessel sealer instrument.